Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately compared to a laboratory device. The reporter claimed obtaining blood glucose readings where the subject meter read ¿20mg/dl¿ different than results obtained on a laboratory device. No exact values were given and the time difference between results is unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting and we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.